Manufacturer narrative:
This report is being submitted retrospectively per FDA request.

Event description:
This report is being submitted retrospectively per FDA request. It was reported that a surgery took place in which a shaft from an oblique inserter broke intraoperatively. A piece of the shaft of the oblique inserter remains in the patient.